Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 278 mg/dl. The customer stated to have ate carbs, drank juice earlier and did not bolus for it. During the call with tandem technical support (cts) the customer was able to take a bolus to stabilize bg level. No troubleshooting was performed with cts. It was indicated that the customer was in contact with the health care provider.